Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the patient obtained the elevated blood glucose reading of 531 mg/dl. At that time, the patient experienced no symptoms of high or low blood glucose levels and tested negative for ketones. The patient stated she was "not feeling well" due to the stress of the elevated blood glucose levels. The reporter was in contact with the physician for advice on a backup plan and corrections. The reporter refused to do any troubleshooting of the pump at the time of the call, therefore there was no information provided about the patient's status prior to the elevated reading. The reporter noted a power issue occurred after the elevated blood glucose reading when they replaced the battery. The patient noted the battery compartment was cracked. The issue was not resolved. The patient did not report any power issue prior to experiencing the elevated blood glucose reading. The patient's high blood glucose level issue was not resolved. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia while using the pump, therefore this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission 09/26/2012-device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.